Event description:
A malfunction on a pump was reported when the caller pressed the bolus button. There was no reported adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to call back if any issues reappeared and was able to continue using the pump.